Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump could not get past the rewind process. The customer was trying to change the infusion set and they received an alarm. The customer reported that the drive support cap is sticking out but does not recall pressing on it. The customer's blood glucose is 105 mg/dl and the insulin pump will be returning.

Manufacturer narrative:
Findings: pump passed the displacement test. Unit received compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected alarm error test, prime test, excessive no delivery test and occlusion test due to compromised forced sensor alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked lcd window, cracked belt clip slot, missing end cap sticker, stained address/serial number label, cracked reservoir tube lip and cracked keypad overlay and damaged graphics layer.